Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a cardiac catheterization. Upon interrogation, the right atrial (ra) lead exhibited a drop in sensing and it had fallen into the right ventricle. Lead dislodgement was confirmed via x-ray. During the procedure, the helix of the atrial lead was unable to retract. The lead was explanted and replaced. Patient's condition was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.